Event description:
The customer reported that the system displayed an overload fault error message, shut itself down, and then would not reboot. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board, x-ray tube, high voltage tank and tuning coil were replaced. The system was then found to be operating as intended.